Manufacturer narrative:
The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.

Event description:
Customer states: "after using the unit, it smelled burning". No patient harm reported.